Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the attention and charge-pak icons. Upon evaluation of the customer¿s device, physio-control downloaded the electronics records from the device and observed that the internal hybrid layer capacitor (hlc) batteries had become depleted. As a result, the device may not be able to power on or deliver defibrillation therapy when needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device displayed the attention and charge-pak icons. Upon evaluation of the customer¿s device, physio-control downloaded the electronics records from the device and observed that the internal hybrid layer capacitor (hlc) batteries had become depleted. As a result, the device may not be able to power on or deliver defibrillation therapy when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that the device would not remain powered on. The cause of the reported issue was determined to be due to a broken negative tab of a hybrid layer capacitor (hlc) battery, designator bt1, on the analog pcb. This caused an open circuit that depleted the internal hlc batteries, resulting in the attention and charge-pak icons being present on the readiness display and causing the device to not be able to remain powered on.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device displayed the attention and charge-pak icons. Upon evaluation of the customer¿s device, physio-control downloaded the electronics records from the device and observed that the internal hybrid layer capacitor (hlc) batteries had become depleted. As a result, the device may not be able to power on or deliver defibrillation therapy when needed. There was no patient use associated with the reported event.